Event description:
It was further reported that care was withdrawn from the patient and the patient subsequently expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there was not enough information to associate the use of the device with the patient's outcome.

Manufacturer narrative:
B.5 additional information was received, and abiomed's medical safety officer review was completed. D.6b explant date was added. The investigation for the reported access site bleed and stroke has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding issue was not determined since the product was not returned and sufficient information was not provided in the clinical description. The true root cause of the stroke could not be determined as sufficient information was not provided. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ g.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-11462 was submitted. H.6 added code 925 in accordance with updated procedures since the initial manufacturer device report 1220648-2024-11462 was submitted. H.10 additional manufacturer narrative instructions for use were revised from manufacturer device report 1220648-2024-11462 in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock implanted with an impella 5.5 device for mechanical circulatory support. The device was implanted and over that night, it was noted the patient had been coagulopathic with oozing at the impella access site and developed a small hemorrhagic stroke. The patient received multiple blood and blood products and anticoagulation was withheld due to bleeding. The patient was noted to be in stable condition.